Event description:
Complainant alleged that the medics were responding to a call for a 70 year old male pt in full cardiac arrest. The medics arrived ten minutes after receiving the call. When the medics arrived on the scene the pt was supine on the floor, unresponsive, pulseless, apneic, cyanotic and with his skin cool and moist. They performed CPR on the pt. The medics monitored the pt with the device in semi-automatic mode. The complainant alleged that the device inappropriately advised a 200 joule shock to the pt while he was exhibiting a slow heart rhythm. Because the device advised shock, the medics administered one 200 joule shock. The pt subsequently expired in the hospital emergency room, the complainant stated that there was no indication that the pt outcome was as a result of the reported malfunction.